Manufacturer narrative:
Device 1 of 2. Lead has broken wires in the paddle and fails continuity testing. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-01186. The patient received an scs system consisting of an ipg and a paddle lead (lot number not documented). It was reported that the patient was experiencing overstimulation at the ipg site. Diagnostic lead impedance testing showed high impedance on two contacts. The patient's lead and ipg were explanted and replaced on (B)(6) 2008. The explanted devices were returned to ans for analysis. Follow up on the patient found no further issues reported. No additional information is available.